Manufacturer narrative:
Not available.

Event description:
This spontaneous case was reported by a consumer from the united states of america via other source. The reporter (consumer) reported using waterpik-100 ultra. As per reporter, "the electrical cord broke at the base of the unit and created a spark and could have caused a fire. I would like a replacement unit since this seems to be a defect in the cord". Medical history and concomitant medication - unknown. Follow-up report 1: this case was received on 17-dec-2025 and was submitted to FDA on 06-jan-2026. In the version submitted, the manufacturer contact details were incorrectly added. We are therefore submitting a follow up report to amend the manufacturer details.

Event description:
This spontaneous case was reported by a consumer from the united states of america via other source. The reporter (consumer) reported using waterpik 100 ultra. As per reporter, "the electrical cord broke at the base of the unit and created a spark and could have caused a fire. I would like a replacement unit since this seems to be a defect in the cord". Medical history and concomitant medication, unknown.

Manufacturer narrative:
Not available.